Event description:
It was reported that the customer passed away while wearing the insulin pump and the sensor. It was stated that the coroner downloaded the device and found that the customer had a hypoglycemic event. It was stated that the customer's sensor went below 40mg/dl and never came back up. The coroner also stated that there were not boluses taken the day of the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.